Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement procedure. The previous app would not properly inflate and deflate, the physician felt a bulge on right cylinder. The patient had a good outcome following the procedure.